Event description:
It was reported by the aci clinical specialist that a male pt underwent an interventional peripheral procedure on (B)(6) 2013. Access was obtained at the common femoral artery via a 6f sheath (model unk). Peri-procedure, the pt was anti-coagulated with heparin. A 50/50 contrast and saline mixture was used. Following the procedure, the physician who is in training, selected the mynxgrip vascular closure device 6f/7f to close the access site. The device was prepped per the IFU. It was reported that during pullback the balloon lost pressure and the device came out from the pt's body. The pt was converted to 15 minutes of manual compression. The pt was ambulated and discharged to home the same day with no clinical sequela noted. The device was examined outside of the pt and it was noted that the balloon was not ruptured. The balloon was partially deflated and was pulled into the sheath. The inflation indicator was completely out displaying the black line fully.

Manufacturer narrative:
Visual inspection of the returned device showed that the shuttle cartridge was engaged to the handle. The device was inflated with fluid to determine if there was any presence of leak in the balloon or any part of the catheter; no leak was observed. The balloon was verified I na go/no go gauge to be within the 5.75 - 6.15mm spec. The review of the lhr (lot f1231101) indicated that the mynx lot met all established performance criteria prior to shipment. Based on the info provided, the condition of the returned device, and the investigation performed, the reported balloon loss of pressure and reported incident of device pull through could not be confirmed. There is no evidence to suggest that the mynx device did not meet spec or perform as intended per instructions for use (IFU).